Manufacturer narrative:
Film analysis the reported endoleak was likely confirmed; however, the cause and source of the endoleak could not be determined from the short video provided. Lack of pre-implant CT's could have allowed for assessment of the pre-implant anatomy. Additional angiograms showing endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help to determined the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. It is most likely that this was a type IV blush endoleak which may have been exacerbated by slight fabric stretching and slight increase in stent graft diameter which most likely would have self-resolved within 24 hours. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii iliac limb was implanted to treat a right internal iliac aneurysm .  It was reported, that during the procedure, the etew2020c82ee was implanted at the left common iliac artery (lcia), to the left external  iliac artery (leia) to cover the internal iliac artery (iia) origin, after embolization to the iia aneurysm. Ballooning was then performed using a reliant balloon.  A contrast angiogram was performed, which showed a type IV endoleak and contrast leaked into the iia. Another endurant stent graft was then implanted in the same position to reline the type IV endoleak and it then  resolved. Per the physician, the cause of the type IV endoleak was a product defect.  No additional clinical sequalae were provided. And the patient is fine.